Event description:
It was reported that the insulin pump alarmed no delivery during the bolus delivery. The customer did not know the blood glucose reading. The customer stated that the alarm was resolved by a complete infusion set change. She stated that she inserted the infusion set at the abdomen, where there is a little hardened or scarred tissue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.